Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette's second unused connector during fill 1 of pd treatment. There was no fluid leak observed within the cycler. The patient reported there were no alarms from the cycler and the cassette tubing appeared normal. The patient was advised to re-setup supplies and retain the reported cassette to return for physical evaluation by the manufacturer. Upon follow up with the peritoneal dialysis registered nurse (pdrn) the reported event could not be confirmed. The pdrn reported that she is unsure if the patient completed treatment on that data but she confirmed that the patient is trained to complete treatment with continuous ambulatory peritoneal dialysis (capd), as needed. The pdrn has seen the patient since the date of the event and confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn is unsure if the cassette used by the patient was available to return. A sample return kit was shipped to the patient so they can return the reported cassette to the manufacturer.

Manufacturer narrative:
Additional information: b5, d10, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2020 the status on the tracking number of the sample return kit was checked and it indicated that the sample had not been returned.on (B)(6)2020 the status on the tracking number of the sample return kit was checked and it indicated that the sample had not been returned.